Event description:
It was reported that the concentration of compounded baclofen had been changed so that the patient had longer refill intervals. The patient noticed that she was having negative side effects and the medication was not as potent as it should have been so the medication was switched back to the same concentration of baclofen in syringes when the pump was replaced on 2013 (B)(6). The pump was replaced because the healthcare provider (hcp) felt it was going into pump failure because the patient was very symptomatic. The pump issue was unknown. From 2012-2013, the patient had symptoms of increased spasticity and pain. The patient began to have the symptoms right around the time the pump had been implanted for 5 years. As soon as the pump was replaced the symptoms resolved. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).